Manufacturer narrative:
One unopened infusion set was tested for self--adhesive force. No abnormalities were detected. It is not possible to perform a self-adhesive test on a used device.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient advised that she has been experiencing issues with her last 2 boxes of infusion sets where the head set either does not stick when inserted or will fall off after a short amount of time resulting in cannula coming out of her site. No adverse event alleged. A request was made for the return of the device.